Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that during implant the impedance was high while attempting to reposition the lead, the helix would not retract. The physician was forced to leave the lead implanted but the impedance diminished to within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.